Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon removal of the sensor applicator from the sensor pod, after attempted sensor deployment, the sensor wire fell out of the insertion needle. The sensor wire was attempted to be inserted at the abdomen. No additional event or patient information is available.